Event description:
It was reported that inflation could not be maintained on one (1), size 8 lpc, low pressure cuffed tracheostomy tube. The device was in use approximately two (2) weeks when the inflation problem occurred. Limited info has been provided regarding the pt, the event, and what type of device care and maintenance was performed. There was one (1) pt involved with no reported pt injury. The 8 lpc device was returned to the MFR on 11/17/98 for decontamination, analysis and investigation.